Manufacturer narrative:
Physio-control will submit a supplemental report on this event.

Event description:
Found during testing. According to the reporter, the device will not operate on ac power. There was no patient associated with the report.